Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customers nurse, that the customer's sensor got stuck in serter and broke. It was reported that the sensors would be replaced. No further information provided.